Event description:
It was reported that the cardiac index values shown on the vigileo monitor were incorrect. The values skipped between two (2) and seven (7) times ¿up and down.' Unfortunately, the reported event was communicated via a nurse who did not witness the event first-hand and was therefore unable to provide further details. Additional information has been requested; however, a response to the request for additional information was not received. No patient compromise was reported. Two complaints were initiated for this event: vigileo monitor and the flotrac connecting cable (apco9 cable).

Manufacturer narrative:
It was reported that the cardiac index values shown on the vigileo monitor were incorrect. The values skipped between two (2) and seven (7) times ¿up and down. Unfortunately, the reported event was communicated via a nurse who did not witness the event first-hand and was therefore unable to provide further details. Additional information has been requested; however, a response to the request for additional information was not received. No patient compromise was reported. Two complaints were initiated for this event: vigileo monitor and the flotrac connecting cable (apco9 cable). The returned suspect cable was evaluated per edwards standard operating procedure(s). While the customer's complaint was unable to be replicated, during examination broken wires were detected and attributed as the root cause of the failure. The broken wires resulted in the flotrac sensor failing to be recognized by the vigileo monitor and no cardiac index values are displayed when the depicted conditions occur. There was no indication or evidence to suggest that the broken wires were the result of any manufacturing defect, but rather, consistent with wear and tear. It is possible that the source of the skipping values the customer described may have been the result of loose cable connections prior to the broken wires occurring. The cable will be scrapped and no further actions will be pursued at this time. Please see vigileo monitor MDR 2015691-2014-00900, where the vigileo monitor was evaluated and no functional fault was identified. The monitor was exempted as a possible contributor to the customer¿s report.